Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The machine alarmed appropriately with a blood leak alarm. The machine would not restart. A manual re-transfusion was performed. Additional information requested but has not been obtained.

Manufacturer narrative:
A delivery history search was attempted, but the provided name of the clinic could not be located and no other clinic identifier was provided. As a delivery history search could not be performed to identify possible dialyzer lot numbers involved in the reported event, a lot history review or a manufacturing record review could not be performed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking products are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The machine alarmed appropriately with a blood leak alarm. The machine would not restart. A manual re-transfusion was performed. Additional information requested but has not been obtained.